Manufacturer narrative:
The device was not returned; therefore, a physical evaluation could not be made. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (f1527902) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: during the shuttle advancement, the sealant would not enter past the sheath hub. The procedure was aborted and the device was removed. Manual pressure was held for 20 minutes and hemostasis was achieved. The patient was not hospitalized. The device was discarded because the patient is hiv positive. In the doctor's opinion, the event was caused by the mynx device/mynx procedure because the device jammed. Additional information: the stopcock was opened on the sheath prior to shuttle down. Excessive force was not applied when shuttling down. There were no kinks in the sheath or device after removal. Procedure type: diagnostic peripheral vessel size: 7 mm sheath size: 5f.